Event description:
It was reported that a malfunction occurred on a customer's pump. The incident did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating that there was no adverse impact to their blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to reach out if the issue reappeared.